Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer stated that they would load a new cartridge in an attempt to resolve the issue, but declined follow up from tandem technical support to confirm if the issue was successfully resolved. There was no adverse impact to the customer's blood glucose level.